Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event. Treatment for the event was not reported; however the caregiver reported they believed that no antibiotics were given. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. Pd therapy was ongoing until on an unreported date, the pd catheter was removed. No additional information was able to be obtained.

Manufacturer narrative:
(B)(4). It was reported upon follow up that pd therapy has been discontinued, the pd catheter has been removed and the patient is performing hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.